Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported "a hip fracture was misdiagnosed and I had a hip replacement surgery for a hip fracture after the surgery, I was disfigured and still unable to walk two months later, my leg, my foot and ankles are swollen. I experienced vision loss, hip and leg pain, and unable to walk".

Manufacturer narrative:
An event regarding pain for unspecified reason involving an unknown stryker hip implant was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion:  the exact cause of the event could not be determined because insufficient information was provided.  Additional information including device details, operative reports, progress notes, x- rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through a medwatch (mw5083967) "a hip fracture was misdiagnosed and I had a hip replacement surgery for a hip fracture; after the surgery, I was disfigured and still unable to walk. Two months later, my leg, my foot, and ankles are swollen. I experienced vision loss, hip and leg pain, and unable to walk."